Manufacturer narrative:
The device was returned for evaluation. The cause of the controller error alarm was due a defective optical bench lamp component.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a is unknown. E initial reporter is unknown.

Event description:
Clinician narrative: an event was reported involving an impella system optical automated impella controller (aic). No patient age or demographic information was provided. The reported event involved a console error, followed by a switch to the backup controller. A yellow alarm was noted upon boot-up of the aic. The event was experienced as hemodynamic instability and required device revision or replacement associated with the optical aic. No additional clinical, procedural, or patient outcome information was provided. After a comprehensive review of the available information, there was insufficient information to establish a causal relationship between the optical aic and the reported event.